Manufacturer narrative:
No parts have been returned to the manufacturer for analysis if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). The surgeon was having difficulty verifying one of their straight suctions. It had a distance to divot value of 3.0 they swapped to another straight suction, and that verified immediately. There was a reported delay of less than one hour and no reported impact to patient outcome. After the case the surgeon tested the two suctions. The suction that did not verify was now verifying and the suction that was verifying was now returning a divot reading of >3. The report is on the second suction that was used.